Event description:
It was reported that during an implant procedure, an image was seen with transesophageal echocardiogram (tee) on the left atrial side of the septum compatible with a thrombus. No symptoms were noted and no action planned other than to monitor international normalized ratio (inr) values. The device and leads remain in use. The patient is enrolled in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: 429878 implantable pacing lead 2013-(B)(6), 2088tc competitor implantable pacing lead 2013-(B)(6), dtba2qq implantable cardioverter defibrillator 2013-(B)(6), (B)(4).